Event description:
Related manufacturer reference number: 2017865-2019-11072. New information received notes that the patient presented for revision of the right ventricular lead. During the procedure, the physician noted lead fracture. The lead was capped and replaced on (B)(6) 2019. The replacement lead was connected to the implantable cardioverter defibrillator. However, lead impedance values less than the lower limit persisted. The physician decided to explant and replace the device due to the impedance problem and battery advisory. The patient condition was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in-clinic following an lead impedance alert. It was revealed that the right ventricular lead exhibited high voltage impedance values less than half of the lower limit. The patient¿s device was disabled, and he was placed in an external defibrillation vest. The patient was stable and has been scheduled for lead revision.